Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge service was not requested by the customer. The customer later discovered that the faulty battery was #2; but when fully charged in the station, it showed no error. Battery #1 was still functional. A company representative also advised that the customer was provided with two new batteries, and a battery run life test was performed. The customer advised that the unit was subsequently returned to clinical use. (B)(6).

Event description:
It was reported that while the customer was performing a battery test on the cardiosave intra-aortic balloon pump (iabp) with a trainer, the battery stopped working even though it showed 90% capacity of battery life. There was no patient involvement and no adverse event was reported.